Manufacturer narrative:
Device received with broken battery cap and belt clip slot. Device received with blank display due to corroded battery tube. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with minor scratches on lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that the battery cap was damaged and there was battery acid inside the battery compartment. Customer's blood glucose was 199 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.